Event description:
The pt was having dialysis with a right internal jugular (ij) catheter in place. Everything appeared to be alright, until the pt began responding poorly. When the nurse went over to assess the pt, there was blood leaking around the arterial catheter site. The lock was undone at the catheter tubing and blood was leaking.